Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). Eighteen days after the onset of peritonitis, treatment for the peritonitis with vancomycin was discontinued. Two days later, the patient¿s peritoneal dialysis (pd) catheter was removed and the following day, hemodialysis (hd) was started. It was reported that the patient would do hd therapy for about fifteen days and then would resume pd therapy. Two days after starting hd, the patient had a new tenckhoff pd catheter inserted. Fifteen days after starting hd, hd was discontinued and the patient returned to pd therapy. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The pt did not require hospitalization. On the same day as onset, the pt was switched to capd (continuous ambulatory pd) to enable the administration of ip (intraperitoneal) antibiotic therapy. On the same day, the pt started treatment for the peritonitis with gentamicin (80mg per day, as a loading dose) and vancomycin (2 g for every 3 days) ip. The next day, the treatment dose of gentamicin was reduced to 60 mg per day as a maintenance dose, ip. Two days later, the treatment with gentamicin was suspended. The treatment with vancomycin 2g ip 3/3 days was ongoing with a planned end date in two weeks. At the time of this report, the peritonitis was resolving and the pt was recovering from the peritonitis event. Additional information was requested but is not available.